Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked-up and became non-responsive while pacing a patient. The customer advised that medical personnel had connected their device to the patient for monitoring. Medical personnel then observed that the patient had dangerously low blood pressure (bp) and heart rate (hr), although she was conscious and speaking. The patient was initially given two doses of atropine which had a minimal effect on her vital signs. Medical personnel then decided to use the device to provide pacing therapy to the patient. As soon as the pacer function was turned on, medical personnel were able to verify that electrical capture had occurred; however, they couldn't adjust the current or the rate because none of the buttons on the keypad would not respond when pressed. Medical personnel then tried to power the device off, but it would not respond when the power button was pressed. The ac power source had to be removed in order for the device to power off. This type of device behavior is indicative of a device lock-up condition. The customer advised that the atropine which had been provided to the patient eventually worked and the patient's hr and bp stabilized shortly thereafter. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about either the patient or the event were provided.